Event description:
It has been reported to co that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon into place and injected contrast media into area, inflated the occlusion balloon to 4.5mm and the vessel was not occluded, increased to 5.5mm and started the timer. The physician deployed the stent and could see flow going distal through the graft. The physician was unable to aspirate at this time. The physician removed the stent delivery system and needed to post dilate the vessel. The physician inserted the occlusion balloon wire into the adapter and repositioned the occlusion balloon back from where the original site was. The physician again inflated the occlusion balloon to 5mm and occluded the vessel and was able to aspirate twice and finished the case. After the case the balloon was inspected and the occlusion balloon had blood in it.